Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID had an issue after updates and driver was downgraded. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had login issues with biometric identifier (bio-ID). A field service engineer found that after update, the bio ID issue was observed due to a driver downgrade. To resolve this, a support session was initiated during which communication bulletin 2093 was referenced, and the appropriate driver update was applied. After the update, the customer was advised to test the functionality as needed to confirm the repair. The system functioned as intended after the field service engineer repaired the device.